Manufacturer narrative:
(B)(4) the plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient contact reported needing to disconnect the patient from the liberty cycler so the patient can go to the hospital due to the patient experiencing abdominal cramping. Follow up with the patient's peritoneal dialysis nurse (pdrn) indicated that the patient was hospitalized on (B)(6) 2016 and treated for diverticulitis. Patient was also treated for peritonitis. The pdrn indicated that diverticulitis most likely caused the peritonitis. Patient was released from the hospital on (B)(6) 2016. Patient medical records have been requested.

Manufacturer narrative:
Per medical records received, the patient was hospitalized on (B)(6) 2016. The cycler was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. There was no information provided in the medical records that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Medical records received confirmed that the patient was admitted to the hospital on (B)(6) 2016 with peritonitis. The patient was initially treated with vancomycin, however once the organism was confirmed as escherichia coli, the antibiotic was changed to zosyn and later switched to ancef due to sensitivity. The infection was reported due to complication of contamination from peritoneal dialysis. On (B)(6) 2016 the patient had the peritoneal dialysis catheter removed and on (B)(6) 2016 received a permcath for hemodialysis. During the hospitalization he patient developed some issues with hypoxia due to volume overload and atelectasis from poor inspiration due to pain from peritonitis. The patient utilized spirometry and had hemodialysis which resolved the patients pain and hypoxia. The morning of (B)(6) 2016 the patient had a temperature of 38.2 degrees celsius and was held in the hospital that day. The patient was discharged from the hospital on (B)(6) 2016 and continued receiving ancef on days of treatment with hemodialysis ((B)(6)).